Event description:
Patient reported implant on (B)(6) 2025 by dr (B)(6). Stated that she did not receive any temporary device card, no registration data in crm yet. She reports that she has not yet followed up with her surgeon. Reports that she attempted to remove sutures last week (per patient, this was advised by surgical team) and noticed fluid drainage. She is concerned it could be infected and states she went to urgent care but has not followed up with surgeon. Advised her to follow up with surgeon asap to be evaluated and she agreed to do so. Notified territory rep, (B)(6), who plans to obtain device registration.

Manufacturer narrative:
Patient originally complained of issue with stitches; ultimately had system explanted in (B)(6) 2025 (did not find out until (B)(6) 2026). Explanted device was disposed of therefore no analysis possible. No further action to be taken.